Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): nhl, pjs.

Event description:
It was reported that the patient, that is implanted with the deep brain stimulation (dbs) system for parkinson's disease, lost consciousness, was taken to the hospital, and was admitted. The patient was undergoing electroencephalogram (eeg) testing, and turned off the therapy from the dbs system, strobe lights flashed at the end of the test causing her preexisting symptoms of tremors to return extremely strong, the test was stopped and the patient lost consciousness again. The patient has also experienced incidents of a drop in their blood pressure and loss of consciousness. Multiple tests have been performed and the results have been normal. It has not been confirmed if the patient symptoms are due to the device and or therapy. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.